Event description:
Result was 404 mg/dl. A lab comparison was 104 mg/dl. Controls were in range. Waited for lab result before treatment. The device was replaced and requested to be returned for evaluation.